Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected, found that the downstream occlusion (dso) and upstream occlusion (uso) seals were delaminated. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. During functional testing, the customer reported complaint was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated and the unit reset to standard configuration. The device passed all functional testing after repair.

Event description:
It was reported that the device had "cassette not properly attached" alarm during testing. There was no patient involvement.